Manufacturer narrative:
This complaint is related to (B)(4)/ medwatch #1828100-2019-00070.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was reporting high fraction of inspired oxygen (fio2) reading. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure, the fio2 readings in the middle of the central control monitor (ccm) screen were fluctuating both up and down from the user set point. This would occur both when the perfusionist was setting his fio2 ratio and when he had not adjusted his ratio. He stated that after a few minutes it would settle out to being really close to the set point, but that there was an obvious effect on the patients partial pressure of oxygen (p02) as seen on his blood parameter monitor (bpm). The team sets up their epgs per the instruction for use (IFU) with the vaporizer pre-mechanical flow meter; additionally they calibrate the system with the full system set up and attached to the oxygenator. The team did not exchange out the unit, for the epgs fio2 ratio did settle out to close to its set point. There was not a delay in the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log analysis, on (B)(6) 2019 the following took place: 07:26:54 calibration successfully completed; 07:26:54 flow set to 1.17 l/min, fio2 set to 0.704 (70.4%); 10:54:04 flow set to 1.97 l/min; 10:59:11 flow set to 2.87 l/min; 11:00:15 flow set to 3.27 l/min; 11:18:31 flow set to 3.47 l/min; 11:42:29 flow set to 3.07 l/min; 11:46:05 flow set to 23 l/min; 11:57:06 fio2 set to 0.644 (64.4%); 12:00:00 flow set to 1.87 l/min, fio2 set to 0.584 (58.4%); 12:06:17 flow set to 1.27 l/min; 12:27:57 fio2 set to 0.674 (67.4%); 12:33:01 fio2 set to 0.714 (71.4%); 12:35:40 fio2 set to 0.774 (77.4%); 12:36:21 flow set to 2.17 l/min; 12:47:40 flow set to 3.17 l/min; 12:50:43 fio2 set to 0.754 (75.4%); 12:51:43 fio2 set to 0.804 (80.4%); 13:13:12 fio2 set to 0.904 (90.4%); 13:14:31 flow set to 2.67 l/min; 13:57:32 flow set to 0.77 l/min, fio2 set to 0.504 (50.4%); 14:43:53 exit perfusion screen; there are no indications of a problem in the log. Per service repair technician (srt) the flowmeter will be replaced as part of the reconditioning process. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the fraction of inspired oxygen (fio2) readings on the central control monitor (ccm) were fluctuating. He replaced the electronic patient gas system (epgs). The unit performed to manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) observed no high fio2 readings on the ccm.